Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. The patient did receive medical intervention in the form of a surgery for tumor removal. The previous report was filed as an adverse event. The manufacturer's clinical expert reviewed the event and determined there is no allegation of serious injury related to the device. In the initial report, section b5 was incorrect, the correct b5 should be- there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of contamination in blower box, contamination on blower motor, contamination in iso port, water ingress in blower box, unknown mineral deposit. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with contamination in blower box, contamination on blower motor, contamination in iso port, water ingress in blower box and an unknown mineral deposit was inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section b1,b2,b7,d8,d9,g3,h1,h6 has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058. Corrected data: d8 was this device serviced by a third party?: previously reported as no ; updated to unknown. E1 initial reporter contact / address / phone numbers.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. The patient did receive medical intervention in the form of a surgery for tumor removal. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.